Event description:
It was reported that two dexcom g7 continuous glucose monitor (cgm) sensors failed to pair with the ilet, resulting in intermittent communication failure between the cgm and the ilet; after guidance to toggle settings and re-pair the second sensor, glucose readings appeared on the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure and implicated electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.